Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. Pacing impedance measurements had previously been stable within range. Upon review technical services (ts) found oversensing of respiratory rate trend noise. In addition, ts provided there is potential loss of capture. Additional information was requested but not provided. Due diligence has been completed. Subsequently, this ra lead was surgically abandoned. Another ra lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. Pacing impedance measurements had previously been stable within range. Upon review technical services (ts) found oversensing of respiratory rate trend noise. In addition, ts provided there is potential loss of capture. Additional information has been requested but not provided at this time. This ra lead remains in service. No adverse patient effects were reported.